Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer successfully loaded a new cartridge with assistance from technical support, resolving the issue.